Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ rrhed - drawer number 1 is closed but pyxis is showing the door being jammed. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the top drawer's latch wouldn¿t engage properly. A field service engineer verified the issue and drawer location, checked cables, connections, and latch assembly, performed partial remediation of the matrix drawer, and replaced the damaged latch. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system's top drawer was failing, and the nurses cannot pull the meds out. Jill can still access the machine on their behalf but when she goes to close the drawer it either pops back open or fails. There were no adverse events or injuries reported based on this incident.